Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device is available; however, has not been returned for evaluation. The investigation of the reported event is currently underway. (Expiry date: 05/2020). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound-guided kidney biopsy into normal tissue the device allegedly fired automatically without touching any triggers on the biopsy instrument. Reportedly, another device with no coaxial was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. One maxcore biopsy needle was returned for evaluation. During functional testing the cannula fired automatically. An x-ray revealed insufficient cannula tang engagement, and upon disassembly the left bumper was found bent within the device housing. Therefore, the investigation is confirmed for cannula self-activation. The bent left bumper likely contributed to the identified self-activation. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).

Event description:
It was reported that during an ultrasound-guided kidney biopsy into normal tissue the device allegedly fired automatically without touching any triggers on the biopsy instrument. Reportedly, another device with no coaxial was used to complete the procedure. There was no reported patient injury.